Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to increased right ventricular outflow tract (rvot) obstruction and high gradients of 45mmhg. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this 12mm pulmonary valved conduit in a (B)(6) pediatric patient, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.